Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07040. (B)(4). On (B)(6) 2012, patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in obtuse marginal (om1) with 90% in-stent restenosis (isr) and was 6.0 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with direct stent placement of 3.00 x 8.00 mm promus element plus stent with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) , a 2.25 x 16 mm promus element plus stent was deployed in the om1 at 11atms, leaving a residual stenosis of 0%. On (B)(6) 2014, the patient presented with non-st elevation myocardial infarction. 80% isr located in om1 was noted and treated with 3 x 15 mm cutting balloon, which was inflated to 6atms leaving a residual stenosis of 0%. The patient was discharged two days later. On (B)(6) 2014, isr located in om1 was noted and treated with balloon angioplasty, with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel.

Event description:
Same case as MDR ID: 2134265-2014-07040. (B)(4) clinical trial. (B)(6) 2012, patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in obtuse marginal (om1) with 90% in-stent restenosis (isr) and was 6.0 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with direct stent placement of 3.00 x 8.00 mm promus element plus stent with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6), a 2.25 x 16 mm promus element plus stent was deployed in the om1 at 11atms, leaving a residual stenosis of 0%. (B)(6) 2014, the patient presented with non-st elevation mycardial infarction. 80% isr located in om1 was noted and treated with 3 x 15 mm cutting balloon, which was inflated to 6atms leaving a residual stenosis of 0%. The patient was discharged two days later. (B)(6) 2014, isr located in om1 was noted and treated with balloon angioplasty, with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).